Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. Due to system limitation the following was added to MDR: health effect - clinical code e2205 bacteremia.

Event description:
It was reported that the patient was admitted to the intensive care unit (ICU) due to blood cultures that were positive for gram positive bacilli (gpb). The patient was brought to the operating room on (B)(6) 2023 for a thoracotomy washout. The patient had drainage. Intravenous antibiotics were continued.